Event description:
The customer reported that the system did not boot up and the monitors were flickering. No pt injury was reported.

Manufacturer narrative:
(B) (4). The ge service rep found the c-arm side interconnect pin was not getting proper contact. It was pushed back. He corrected the problem and the system operates as intended.